Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 6/6/94. On 11/21/94, a revision was performed. See section b-7 for add'l info. In 2/96, the pt reported a decrease in rigidity and two revisions followed on 4/16/97 and 5/19/97 to add fluid to the device. However upon cycling the device, after the addition of fluid on 5/19/97, the device deflated. Additionally, during these visits, the physician noted that something did not seem right with the position of the tips of the cylinders. The device was removed on 8/25/97. During surgery, the physician noted that "there was obvious defect and leak from the left cable exiting from the reservoir." The physician also noted that prior to implanting the new prosthesis a "new channel" was created in the left corporal body. The physician stated that "this problem had been present prior to his removal of his prosthesis and it is assumed to be due to erosion over time of the distal ends of the cylinder." A resipump and two cylinders were returned for eval. Examination and testing of the returned components revealed three sites of leakage. The first site is noted in the non-sterilized outlet's exiting tubing at the strain relief/tube junction. Examination of the surfaces of the separation revealed markings indicating stress(s) induced rending and abrasion. Opposite the separation a confined area of abrasion and crease mark are noted. In addition to the abrasion, abrasion is also noted posteriorly on the serialized outlet's strain relief and anteriorly on the non-serialized outlet's strain relief. The second and third sites of leakage are noted at the distal tube ends of cylinders #1 and #2. Each of these sites consists of several small separations in a linear pattern. Examination of the surfaces of the separations reveals markings indicating contact with sharp instrumentation i.e. Hemostat. Based on qa's examination and info provided, qa concluded that while in-vivo the strain reliefs were overlapped and abrading against one another. Additionally, non-serialized outlet's tubing was partially kinked and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend tubing at the noted site. This rent would allow the loss of fluid and render device inoperable. Because these components were released according to mfg and quality control procedures, qa concluded that observed damage to cylinder tubings occurred subsequent to device packaging being opened. In addition, because the expected use of these devices combined with observed damage would have resulted in an earlier detected fluid loss, qa concluded that damage most likely occurred at or subsequent to explant. Because qa's examination of the returned components can neither confirm nor disprove report of erosion or that the tips of device were not in right position, qa accepts the physician's observations of such.

Event description:
Per the info provided to the co by the pt, the device was removed because of "cylinder crossover." In addition, the co rep noted that during the surgery, the device was discovered to contain no fluid. As reported to the co, the entire device was removed and replaced with another prosthesis, produced by the same MFR.